Event description:
Baxter pump failed during code situation. Pump shut down with 15 of dopamine running. Pump stated "improper shut down all program data has been cleared. Press ok to continue". Picture sent to (B)(6). Uid - not recorded.